Event description:
Rn hung new tpn and intralipids. Immediately after hooking lines up to PICC line noticed leaking at the connection of the 0.2 micron filter and the anti-siphon valve. Do not have lot number for either product. New filter and anti-siphon valve placed under sterile line change policy. Unable to tell if the leak was from the filter connection or the anti-siphon valve. Products saved and will be given to apsm. 0.2 micron filter = bd, bd: ref 20029e. Manufacturer response for IV tubing, bd smart site extension set, small bore tubing, baxter anti-siphon valve. (Per site reporter) reached out to contact for product identifiers and location of the product. Will add to vi tubing tracker once confirmed if it is baxter [redacted date]: added mfg #'s to tracker. [Redacted name] was cc'd on the response for pick up. [Redacted date] - samples retrieved; working on determining if two different manufacturer products are contained in one biohazard bag. [Redacted date]- confirmed that baxter #2n3364 & bd #20029e are connected inside the biohazard bag and were connected at the time of the leaking incident. [Redacted name] requested that baxter send an RMA/mailer. Entire device including bd sample sent to baxter for analysis. Bd email received and forwarded to [redacted name] requiring her response which was completed on [redacted date]. [Redacted date] - baxter email inquiry received and forwarded to [redacted name]. Completed and sent back to baxter. [Redacted date] - sample shipped ups.